Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part # 298.801.01s lot # 7l94701 release to warehouse date: 09 march 2021 expiration date: 01 march 2031 supplier: (B)(4). Non-sterile part # 298.801.01 synthes lot # p380474 supplier lot # p380474 release to warehouse date: 12 feb 2021 supplier: (B)(4). A manufacturing record evaluation was performed for the non-sterile device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the 4x cerclage cables were also removed. It was related with the (B)(4). The patient had a revision surgery on (B)(6) 2021, and along with removed components, the4x cerclage cables also removed. It was unknown if the surgery completed successfully without delay. The patient outcome was unknown. Concomitant device reported: reclaim distal tapered - jrn (part# 197721190; lot# j7078j; quantity: 1) delta cer head - jrn (part# 136528320; lot# 9790876; quantity: 1) reclaim prx bdy cone - jrn (part# 1975200858; lot# j9663f; quantity: 1) bi mentum pfrk pe liner - jrn (part# ds10014928; lot# 2006249a: 1; quantity: 1) pinn multihole w/gription - jrn (part# 121730058; lot# j96m13; quantity: 1) pinn bone screw - jrn (part# 121725500; lot# d20011911; quantity: 2) pinnacle dm liner - jrn (part# 121858049; lot# 9806726; quantity: 1). This complaint involves four(4) devices. This report is for (1)cercl-cable w/crimp ø1.7 sst this is report 2 of 4 for complaint (B)(4). Related product complaint: (B)(4).